Event description:
It was reported that a patient underwent a high ligation and stripping of the great saphenous vein procedure on (B)(6) 2025 and suture was used. During the procedure, the patient entered the operating room for high ligation and stripping of the great saphenous vein surgery at around 10:40. After anesthesia was completed, the surgeon disinfected the skin, and the hand washing nurse came on stage. The touring nurse followed the doctor's advice and applied the suture to the instrument table for tissue suturing and other purposes. When the hand washing nurse inserted the needle and suture, the fiber at the suture end became loose and split multiple times, and the surgeon also experienced suture breakage multiple times. The doctor immediately replaced the suture with a new one, which increased the patient's tension and pain. Surgery: high ligation and stripping of the great saphenous vein. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - besides the increased the patient's tension and pain. Did the reported issue contribute to any patient adverse consequences? - it was reported that the suture "split multiple times"' and "suture breakage multiple times" could you clarify whether this refers to the same suture split and broke multiple times or if more than one suture was involved? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.